Event description:
The cap fell off the device's co2 monitoring port, which was not in use, a surgical procedure while the pt was anesthetized. The pt's oxygen saturation dropped to 50% before the cap ws observed to be absent and was replaced.. No adverse sequelae were reported and the pt was discharged to home.